Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon attempted pulse generator firmware upgrade, the device exhibited backup vvi operations. The patient experienced pocket stimulation. A device was restored successfully. The device was not updated with the new firmware.